Event description:
The patient reportedly experienced intermittency followed by a loss of lock between the external equip. And the cochlear implant. External equip. Was exchanged and programming adjustments were made. However, the problem was not resolved. It was noted during testing that the patient experienced a loss of lock and overly loud stimulation. The patient's c1 device was explanted.